Event description:
It was reported that the tip of the catheter detached from the catheter during removal. Patient was in sicu; nurse was removing the catheter when the tip broke; nurse was able to remove the tip from the patient. Patient is still in sicu at time of this report (as of 2008). No patient complications were reported.

Manufacturer narrative:
Device not returned.